Manufacturer narrative:
Product event summary: at analysis it was noted that there was humidity present in the display and it was unable to function. It was further noted that there was fluid ingression in the device and that an incoming test was not able to be performed as the device would not start up and additionally that the battery contacts were contaminated. It was determined that the device could not be reliably repaired and it was recommended that the device be scrapped or returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for "repair" and it was further reported via follow-up that the device displayed an error and had humidity in its display and had no function anymore. The generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.